Manufacturer narrative:
Evaluation summary: the glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion, insufficient bone clearance around the base plate, interference with retractors etc. Each scenario could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The probable cause appears to be an intra-operative error during placement of the glenosphere. After examination of the x-rays provided, it appears that the glenosphere may have not been properly assembled to the base plate component at the time of the initial surgery. The surgeon communicated that, did not pull on the glenosphere to confirm locking of the taper, which is described in the surgical technique. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007. Post-op x-ray nine days later, showed the glenosphere was detached from the baseplate. Surgery occurred three days later, due to dislocation. Original glenosphere was re-seated onto the baseplate.